Event description:
The patient reported a sudden shock in their arm during an MRI. The MRI was aborted and the patient is now experiencing zero pain relief from the device. An explant procedure was performed on (B)(6) 2024 and a new neurostimulator was implanted. No further information was provided.

Manufacturer narrative:
The issues after an MRI questionnaire was reviewed for potential causes of the reported issue. Based on this review, the patient experiencing a fall, being injured, or performing strenuous activities since the implant, the patient having other implanted. Pins/screws/devices, and migration have been ruled out as potential causes. Additionally, the facility not following the IFU for the appropriate neurostimulator model has been ruled out. The explanted neurostimulator was returned for investigation. Investigation of the device was unable to replicate the alleged issue, and no non-conformances were found. The stimulator is used to treat pain. The cause of the reported issue is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, the conclusion has been selected as unable to determine the root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in issues after an MRI issues. Issues after an MRI issue rates remain acceptably low; thus, a CAPA is not required at this time. Issues after an MRI issue rates will continue to be tracked and trended.

Manufacturer narrative:
The issues after an MRI questionnaire was reviewed for potential causes of the reported issue. Based on this review, the patient experiencing a fall, being injured, or performing strenuous activities since the implant , the patient having other implanted pins/screws/devices, and migration have been ruled out as potential causes. Additionally, the facility not following the IFU for the appropriate neurostimulator model has been ruled out. The stimulator is used to treat pain. The cause of the reported issue is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, the conclusion has been selected as unable to determine the root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in issues after an MRI issues. Issues after an MRI issue rates remain acceptably low; thus, a CAPA is not required at this time. Issues after an MRI issue rates will continue to be tracked and trended.

Event description:
The patient reported a sudden shock in their arm during an MRI. The MRI was aborted and the patient is now experiencing zero pain relief from the device. An explant procedure was performed on (B)(6) 2024 and a new neurostimulator was implanted. No further information was provided. The explanted neurostimulator was requested for investigation. However, it has not yet been received.